Manufacturer narrative:
(B)(4). This is one of three device reports that are associated with this event; associated manufacturer report numbers: 1225714-2014-06655, 1225714-2014-06656, and 2937457-2014-01754.additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received alleged that the patient expired subsequent to the previously reported cardiovascular event, which is alleged to have been caused by the product administered to the patient for dialysis treatment.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6), 2011 after use of the product.